Manufacturer narrative:
Health effect - impact code & component code. Results of investigation: the device, used in treatment, was not returned for evaluation. Per photo attached to the complaint, the visual confirms the connection point on the push pin shows some damage. A complete investigation can't be concluded until the device or devices are returned for evaluation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved and/or device information, our investigation cannot proceed. Internal reference number: (B)(4).

Event description:
It was reported that during surgery and outside the patient the lag screw drill sleeve did not connect to the guide drop as intended. No injuries or surgical delays reported. It is unknown how the procedure was completed.